Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that there was a continuous air leak being displayed. The nurse attempted to continue therapy on 2 other devices and the issue remained. She removed the fluid delivery line off of the first device and the flow rate went from 1.8lpm and then to 0.8lpm and then stopped. She placed her finger over the hole and then displayed the same flow rate and then dropped to zero. The same troubleshooting was done for the second device and there was no flow. The nurse replaced the pads with a new set of pads. The patient's temperature was 37.2c and the target temperature was 37c.

Event description:
It was reported that there was a continuous air leak being displayed. The nurse attempted to continue therapy on 2 other devices and the issue remained. She removed the fluid delivery line off of the first device and the flow rate went from 1.8lpm and then to 0.8lpm and then stopped. She placed her finger over the hole and then displayed the same flow rate and then dropped to zero. The same troubleshooting was done for the second device and there was no flow. The nurse replaced the pads with a new set of pads. The patient's temperature was 37.2c and the target temperature was 37c.

Manufacturer narrative:
The reported event could not be confirmed as no sample was returned for evaluation. It is therefore unknown if the device failed to meet specification. The device was being used for treatment at the time of the reported event. A potential failure mode could be '3.2 air leakage into the system¿ with a potential root cause of '3.2.3 use of punctured pads or pad lines.¿ the lot number is unknown; therefore, the device history record could not be reviewed. A labeling review is not required. The product code for this z300- unknown arcticgel pads product is unknown. Therefore, bd is unable to determine the associated labeling to review. Although the product code is unknown, the z300- unknown arcticgel pads product labeling is found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.